Event description:
This lead was capped due to intermittent noise noted on rv pace sense. Patient reported a fall with possible clavicle fracture/dislocation about six weeks prior to oversensing. New rv pace sense lead added to left side and tunneled to existing right sided system and downgrade to crt-p. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.